Event description:
It was reported that: "on the tip of the modular box chisel, the metal is folding over and is causing the sharp plane to be uneven and dull."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Manufacturer date: 03/23/2010 for lot# b4vfs.